Manufacturer narrative:
D2b: product code - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 30 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.